Manufacturer narrative:
Model number/catalog number:sc-2317-70, serial number: (B)(4), batch/lot number:19805823, model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that patient had a lead revision procedure due to lead migration. The physician took out two leads that had migrated because they could not get it back in place. They only got one lead back in. The patient was doing well postoperatively.